Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a power system error from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that they had to change the batteries a lot over the past week. The mother stated that they had to remove the battery overnight as they did not know how to deal with the alarm. The customer was advised to insert a new battery and follow instructions on the pump. The customer was advised to call back if further assistance is needed.